Event description:
It was previously reported that the circuit was missing the patient valve (peep valve) and the user connected the incorrect end of the circuit on the catheter mount. Reporter has since clarified with smiths medical that the patient valve was missing (no peep valve involved) and the tubing was connected to the catheter mount (missing patient valve not noted during connection process). Reporter stated the issue with the patient valve was noted after 2 minutes of ventilation of patient. At that time the patient was switched back to bvm ventilation as noted above. Reporter stated that the checks performed during this time "revealed the patient was ventilated" however the missing patient valve had an effect of "increased dead air space". Reporter was unable to confirm cause of patient death.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a pneupac¿ single use patient circuit patient ventilation valve was not connected to the tubing upon opening. Preceding the device issue, the patient had collapsed and the emergency treatment staff was called. Upon arrival, the patient was found to be in cardiac arrest with pulseless electrical activity. The user initiated bag valve mask (bvm) ventilation, then inserted an igel airway. Once this airway was established, the user then attempted to place patient on ventilator care using the patient circuit. It was reported the circuit was missing the patient valve (peep valve) and the user connected the incorrect end of the circuit on the catheter mount. It was observed that the translucent fitting was not in the bag. The user switched back to bvm ventilation because the ventilation wasn't working. During treatment, the patient's status moved from in asystole to ventricular fibrillation shock x 1 to asystole. The patient's daughter requested that the resuscitation be terminated after approximately 30 minutes due to asystole and poor prognosis. User reported that the patient's history showed an 8cm abdominal aneurysm. The cause of death is unknown at this time.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection of the device found that the straight connector was missing from the patient circuit. It was unable to be determined if the device was caused by an external force. A review of the shipping and process controls was performed and conformed to requirements. Based on the evidence, the root cause of the issue was unable to be confirmed.